Manufacturer narrative:
(B)(4). D10 ¿ medical devices: item#: 01.04201.123, lot#: 2979183, item name: anatomical shoulder, humeral stem, uncemented, 12, 100 mm I; item#: 113952, lot#: 692830, item name: sm hybrid glenoid base 4mm ; item#: 01.04212.465, lot#: 2902802, item name: anatomical shoulder domelock, humeral head, 46-16, r=26.1mm. G2 ¿ foreign: belgium. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00520. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty and approximately 2 years later a revision surgery was performed due to instability of the shoulder. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Report from clinical study was received and reviewed from a health care professional. The patient underwent a right anatomical shoulder arthroplasty due to omarthrosis. Subsequently, the patient underwent an open rotator cuff repair due to a rupture of the cranial fibers of the subscapularis and extensive interstitial cleavage tear of the supraspinatus; no device was revised during the procedure. Later, the patient underwent a revision to a reverse total shoulder for instability and two events of luxation: all components, except for stem, were revised. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient underwent an open rotator cuff repair due to a rupture of the cranial fibers of the subscapularis and extensive interstitial cleavage tear of the supraspinatus; no device was revised during the procedure. Approximately 2 years later a revision surgery was performed due to instability and luxation of the shoulder. Attempts have been made and no further information has been provided.